Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 418 mg/dl at the time of incident. The current blood glucose level was 324 mg/dl. The other relevant blood glucose level was 381 mg/dl. The customer treated with manual injection for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with cracked case behinds the device at the corner of the belt clip rails. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).